Event description:
Patellofemoral chondromalacia [chondromalacia]. Meniscal tear [meniscus tear of knee]. Fibrous tissue throughout knee [fibrosis]. Case narrative: this case is linked to case (B)(4) (cluster). Initial information received on 20-jul-2018 regarding an unsolicited valid serious case from united states received from a health care professional. This case involves a (B)(6) female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency had patellofemoral chondromalacia, meniscal tear, and fibrous tissue throughout knee. The patient's past medical history included knee problems and was seeing physician since 2007. The patient's vaccination(s) and family history were not provided. Patient had received steroid before synvisc one injection. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df, once (indication, lot number: not provided). On an unknown date in 2018, patient had patellofemoral chondromalacia, meniscal tear and fibrous tissue throughout knee. On (B)(6) 2018, patient had scope as treatment. Physician was trying to buy the patient as much time as possible before total knee replacement was needed. Final diagnosis was fibrous tissue throughout knee, meniscal tear and patellofemoral chondromalacia. Patient had scope as corrective treatment. The patient outcome is reported as unknown for all events. Seriousness criteria: medically significant and required intervention for patellofemoral chondromalacia, required intervention for fibrous tissue throughout knee, meniscal tear. A product technical complaint was initiated on 26-jul-2018 for synvisc one, batch number: unknown, (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is still required. Additional information was received on 26-jul-2018. Global ptc number was received and ptc details were added. Follow up was received on 31-jul-2018. No new information was received.